Event description:
Customer's mother reported a button error on customer's insulin pump. The up arrow is not working. Replacing the battery did not resolve the issue. Customer's blood glucose is 440 mg/dl. Customer's blood glucose is high because she had just eaten and the insulin pump is suspended. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The occlusion, prime and excessive no delivery alarm tests could not be performed due to the protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. The insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).